Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. In review of the system logs, error 23008 - pot to encoder error, usm1, axis 6 followed by error 1173 - axes controller carriage processor (acc) board in usm1 reported a search light diagnostic error, was identified confirming the fault occurred in the field. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where carriage lissajous was failing, replicating the reported event. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The root is attributed to component failure of the isa pca.

Event description:
It was reported that prior to the start of a da vinci-assisted left hemicolectomy surgical procedure, the customer contacted technical support to report presentation of a recoverable fault on universal surgical manipulator (usm) 1 on power on self-test (post). Prior to contacting technical support, the customer had already restarted the system, but the issue persisted. The technical support engineer (tse) reviewed the error logs and identified error 23008 pointing to axis 6 on usm 1. The tse instructed the customer to check the discs on the usm carriage, particularly axis 6, for jammed drapes or debris, but none was found. The tse guided the customer to hard power cycle and emergency power off (epo) the system and move the carriage discs manually, however, the error was still present. The tse informed the customer that a field service engineer (fse) inspection was required to replace the usm, but there was an option to disable the usm and perform the procedure with three (3) usms. The customer was able to disable usm 1 but could not determine if the procedure would take place at the time of the call. The customer later advised that they would use another da vinci system to perform the planned procedure. The procedure was aborted to another da vinci system with no reported injury.